Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited far field r-wave over-sensing. No intervention was performed. Patient condition was stable.